Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found that the helix was stretched. The helix functions cannot be tested during the time lead analysis performing because the lead was returned in segment/ distal segment received only. According to the result of analysis, stretched helix is likely causing during the procedure, and that's relate to the helix complaint. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the right ventricular (rv) lead the helix would not retract. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.